Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported that during a tibial plateau leveling osteotomy procedure that the right button on the small battery drive used to release the attachment is stuck, taking 5 to 10 minutes to release sometimes. There was a 20 minute delay in surgery in this case, because the attachment could not be removed. The small battery drive makes a sound when turned while it is running. It is suspected that heavy vibrations are causing connection issues. Surgery was completed successfully without the use of the device. In addition it was reported that an unknown collette attachment gets hot and does not get enough torque to drive pin into the bone. The part and lot of the collette attachment is unknown. This report is on the small battery drive. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in veterinary case. No patient information will be reported. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint of noise and vibration was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)